Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system, with a highest blood glucose of 365 mg/dl for approximately four hours, and system alerts for glucose above 300 mg/dl for over 90 minutes; the user lacked replacement infusion supplies, was advised to contact their healthcare provider, performed a manual injection, temporarily disconnected, and later reported glucose decreased to 174 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no assisted care, and no reported long-term health impact. Investigation included user interview, review of pump function as reported by the user, and basic tubing check with drops observed; no ketone testing was performed by the user. Investigation of this case revealed no confirmed device malfunction, no identifiable supply or tubing occlusion based on user observation, and an unclear root cause; circumstances included prior treatment for hypoglycemia with multiple glucose tablets and subsequent lack of infusion set supplies preventing a site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.